Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that occlusion alarm occur due blockage at tube. No further information was available.